Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that a hole was observed in the temperature sensing foley catheter tubing which was noted by nurse prior to inserting in the patient.

Event description:
It was reported that a hole was observed in the temperature sensing foley catheter tubing which was noted by nurse prior to inserting in the patient. Per sample form received via email on (B)(6) 2022, it was reported that the hole was observed in the catheter upon preparing for placement.

Manufacturer narrative:
The reported event is confirmed, cause unknown. The eggshell colored foley catheter with attached drainage bag was returned without the original packaging. A hole was noted to be present in the shaft of the catheter, exposing the drainage lumen. It appear as though the catheter was caught on something sharp which created the hole as a tear was noted to be extending from the hole. As it is unknown when the hole occurred, this event will be confirmed cause unknown. The catheter balloon was inflated with 10cc di and the balloon inflated without issue or signs of leakage, indicating the inflation lumen was still intact despite the hole in the catheter shaft, which would pass functional leak testing. A potential root cause for this event could be, "exposure to petrolatum based products". However there is no evidence that suggest or confirm this cause as a contributor to the event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause balloon to burst. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use." Correction: d, g, h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was evaluated.